Event description:
This spontaneous case describes the occurrence of medical device removal ("device removal") and death ("death following removal") in a female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced impaired work ability ("inability to work") and underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (to remove essure). Death occurred on an unknown date. An autopsy was not performed. At the time of death, the outcome of impaired work ability was unknown. No causality assessment was received for essure with regard to impaired work ability, medical device removal or death. The reporter commented: expresses her concern about essure sterilization devices, stressing that thousands of women have suffered serious side effects after its insertion, but that the solutions proposed by the minister of health do not correspond to their needs or their expectations. Serious side effects making them experience a true ordeal inability to work, personal and family difficulties, shattered lives. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of death ("death following removal") and medical device removal ("device removal") in female patients who had essure inserted. Additional non-serious events are detailed below. There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced impaired work ability ("inability to work") and underwent medical device removal (seriousness criterion intervention required). The patients were treated with surgery (to remove essure). Death occurred on an unknown date. An autopsy was not performed. At the time of death, the outcome of impaired work ability was unknown. No causality assessment was received for essure with regard to impaired work ability, medical device removal or death. The reporter commented: in local media reporter expresses her concern about essure sterilization devices, stressing that thousands of women have suffered serious side effects after its insertion, but that the solutions proposed by the minister of health do not correspond to their needs or their expectations. Serious side effects making them experience a true ordeal inability to work, personal and family difficulties, shattered lives. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.